Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and crohn's disease ('crohn's disease/crohns disease') in a (B)(6) old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth (miscarriage for last pregnancy ((B)(6) 1991, (B)(6) 1993, (B)(6) 2003)), pregnancy, endometrial ablation, gravida ii, parity 3 and uterine fibroids. Current weight (B)(6) lbs. Concurrent conditions included menses irregular and dysfunctional uterine bleeding. Concomitant products included carbachol (doryl) from 2006 to 2008, cefalexin (keflex) from 2006 to 2008, ciprofloxacin (ciprofloxacin) from 2006 to 2008, citalopram since (B)(6) 2007, clonazepam since (B)(6) 2007, gentamicin (gentamycin), hydrocodone bitartrate;paracetamol (norco) from 2012 to 2017, hydrocodone bitartrate;paracetamol (vicodin es) since (B)(6) 2007, mesalazine (asacol) from 2006 to 2007, mesalazine (pentasa) (B)(6) 2007 to 2012, methylprednisolone (methylprednisolone) from 2006 to 2008, metronidazole (flagyl), minocycline from 2006 to 2008, phenobarbital from 2007 to 2018 and prednisone from 2006 to 2007. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced iritis ("iritis") and uveitis ("uveitis"). On (B)(6) 2006, the patient experienced crohn's disease (seriousness criterion medically significant) and fatigue ("fatigue"), 2 years 3 months after insertion of essure (ess205). In (B)(6) 2006, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2007, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2007, the patient experienced candida infection ("candidiasis"). In (B)(6) 2009, the patient experienced endometriosis ("endometriosis uterine leiomyoma") and was found to have uterine leiomyoma ("uterine leiomyoma"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("bleeding :anemia"), hypersensitivity ("allergy hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (bilateral) and ablation). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, crohn's disease, abdominal pain, back pain, dysmenorrhoea, fibromyalgia, urinary tract infection, vaginal haemorrhage, candida infection and endometriosis had resolved, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, iron deficiency anaemia, hypersensitivity, psychological trauma, gastrointestinal disorder, alopecia, tooth disorder, migraine, headache, nausea, weight increased, iritis, uveitis and uterine leiomyoma outcome was unknown and the fatigue was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, candida infection, crohn's disease, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, gastrointestinal disorder, headache, hypersensitivity, iritis, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, uterine leiomyoma, uveitis, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2004. Patient received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, back pain, bleeding: anemia, autoimmune diagnosed chron's disease, fibromyalgia, psych injury and uti. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.91 kgs. Chest x-ray - on (b))(6) 2009: hypoventilation with interstitial process accentuated by the hypoventilation. Imaging procedure - on (B)(6) 2004: test(s) (essure confirmation unspecified) bilateral occlusion. Pathology test - on (B)(6) 2007: proliferative phase endometrium; on (B)(6) 2009: uterine leiomyomata and adenomyosis. Ultrasound scan vagina - in (B)(6) 2004: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, endometriosis and candidiasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: 17-sep-2019: pfs received: case has become incident. Previously reported event injury nos was replaced with new event added: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), bleeding: anemia, allergy hypersensitivity, crohn's disease/crohns' disease, fibromyalgia, psych injury, uti, fatigue, gi conditions, hair loss, dental problems, migraine, headaches, nausea and weight gain. Lab data was added. Fu 2 and fu 3 processed together. On 19-sep-2019: 19-sep-2019- pfs received: new events added- iritis, uveitis, abnormal bleeding (vaginal), menorrhagia, candidiasis, endometriosis, uterine leiomyoma, miscarriage, pregnancy and device ineffective. Patient¿s medical history and concomitant drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.